Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reported that on the day the dental implant was placed, in fdi 14 of the patient's mouth, a failure occurred upon insertion. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.